Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (service code 204/damaged monitor case) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt, causing the code 204. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the broken connector was unable to be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned monitor (B)(4) and reported that the monitor's belt receptacle was damaged and producing a service code 204- belt/monitor unusable.